Event description:
Device 2 of 2. Please see MFR report #1627487-2010-01863 for device 1. On (B)(6) 2007, the pt was implanted with an scs system. The pt was on the home phone during a thunderstorm. She was carrying her 3721 charger around in her hand and she went into the kitchen and flipped on the light switch. When she did this, a light bulb blew out and she felt a strong jolt of electricity go through her body. She also stated the lights on the charger lit up. Right after this happened, she noticed that the stimulator was not stimulating. On (B)(6) 2010, the pt's lead and eon mini ipg were explanted.

Manufacturer narrative:
Device eval 2 of 2. Please see MFR report #1627487-2010-01863 eval of device 1. Visual, functional, and communications testing were performed on the returned ipg. The device history and sterilization records were also reviewed. Results: visual examination revealed slight discoloration at the upper septum and instrument marks on the can. Before decontamination, the ipg did not communicate with the pt programmer and displayed the warning "ipg communication error #2501". After decontamination though, the ipg successfully communicated with the programmer. The ipg also passed the autotest. The device history and sterilization records were reviewed were found to meet specifications and no anomalies were found. Conclusion: the complainant "felt a strong jolt ... Stimulator was not stimulating" could not be confirmed. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.